Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, when the delivery catheter system (dcs) was being removed, it was not centered and caught on the inflow portion of the valve, moving the valve slightly. Because the valve moved, the physician thought a balloon aortic valvuloplasty (bav) would secure the valve. A snare was used to hold the valve in place so it would not move during the bav. The patient was rapid paced to drop the blood pressure and when the pacing was decreased, the physician thought that a bolus of blood flow from the left ventricle caused the valve to migrate up above the annulus, low in the ascending aorta. The position posed no problem hemodynamically, so a bav was performed on the annulus. The patient tolerated the valve position and the gradient on the native valve dropped. The procedure was completed and the patient was up and walking around the next day. Approximately a week later, a non-medtronic transcatheter bioprosthetic valve was implanted with no adverse patient effects reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the instructions for use (IFU), confirmation that the catheter tip is coaxial with the inflow of the valve should be conducted prior to withdrawing the catheter. In this case, it was reported that the delivery catheter system (dcs) was not coaxial (centered) prior to withdrawing, which is most likely why the dcs caught and dislodged the valve. Since the valve moved, the physician chose to perform a balloon aortic valvuloplasty (bav) to secure the valve. However, the patient¿s blood pressure dropped with decreased pacing and the valve migrated. The cause of the valve migration is unknown, though it is possible that the blood flow from the ventricle caused the valve to migrate if the valve was not seated sufficiently. This event does not indicate device misuse or malfunction. Unfortunately, without an angiogram for review a definitive conclusion of the clinical observation cannot be made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.